Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a groin infection following implant of the leadless implantable pulse generator (ipg). The patient is a participant in the (B)(6) clinical study. The ipg remains in use. No further patient complications have been reported as a result of this event.